Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual periods"). The patient was treated with surgery (surgical intervention in 2011). At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient eventually underwent surgical intervention in 2011 in order to relieve symptoms caused by the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and heavy menstrual bleeding ("heavy menstrual periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia and heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient eventually underwent surgical intervention in 2011 in order to relieve symptoms caused by the essure device. 3 to 4 rings were visible. Insertion date was updated as per mr (B)(6) 2009 and removal date (B)(6) 2011. Lot number- 627448. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and heavy menstrual bleeding ("heavy menstrual periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia and heavy menstrual bleeding outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient eventually underwent surgical intervention in 2011 in order to relieve symptoms caused by the essure device. 3 to 4 rings were visible insertion date was updated as per mr (B)(6) 2009 to (B)(6) 2009 and removal date (B)(6) 2011 to (B)(6) 2011. Lot number- 627448. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information, medical history, lot number, expiration date and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.